Event description:
Material: 382544 & batch: 4310986. It was reported by the customer that there are issues with 18ga 382544 and 20ga 382537 caths retracting. Verbatim: rcc received a complaint via email. Our clinical customers are reporting that there are issues with 18ga 382544 and 20ga 382537 caths retracting. We are providing picture of the 18ga packaging for one of these caths. We are unsure if this issue is specific to certain lot #¿s, or wider spread; to gain better understanding we have asked our clinical partners to provide physical examples of the product, so we have a better understanding if this is a more widespread issue. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. There were no adverse reactions to the patient. I was unable to get the IV in vein so I am unsure it all of this is related or if it was a coincidence that I missed the IV too. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 15/04/2025. 3. Can you please provide the lot number associated with reported issue? Lot 4310986. 4. Total number of occurrences? I am aware of at least 3 issues with them. 5. Any physical sample available for investigation? I have the product still.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a retraction issue was confirmed, and the cause appeared to be manufacturing related. One 18g insyte autoguard was returned for investigation. The needle was received with the safety mechanism activated; however, the needle was not fully retracted. The flash notch in the needle was caught on the septum. The dimensions of the notch were within specification. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.